Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the facility for investigation. The photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, collapsed tubes were not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "a tube with a slight dent in it was sent to the lab by phlebotomy. Tube drew as expected but dent was not noticed until after it was collected, no leaks."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tube there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "a tube with a slight dent in it was sent to the lab by phlebotomy. Tube drew as expected but dent was not noticed until after it was collected, no leaks."